Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this search, there is not a trend identified for the subclass of adverse event. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site. Severity of harm: n/a.

Event description:
Cause burns and blistering [burns second degree]. Narrative: this is a spontaneous report from a pfizer sponsored program corporate (pfizer) social media platforms received from a non-contactable consumer. A patient of an unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. Relevant medical history and the relevant concomitant medications were unknown at the time of this report. On unspecified date, the patient reported to be in agony from thermacare heatwraps and stated they are very dangerous and cause burns and blistering. Action taken with the thermacare therapy in response to the event and the outcome of the event were unknown at the time of this report. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this search, there is not a trend identified for the subclass of adverse event. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site. Severity of harm: n/a. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Additional information received on 30jun2020 from a product quality complaint group includes: investigation results. No follow-up attempts are possible. No further information is expected.